Event description:
Revision surgery - the pt had surgery the previous week, went to rehabilitation, and fell out of bed. As a result, the pt fractured their proximal humerus and disassociated the humeral shell from the stem. The surgeon had to repair the proximal humerus fracture and relocate the shell.